Event description:
The customer reported the generation of erroneously high patient results for ion selective electrolytes (ise), including sodium (na, potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The patient samples were retested with results considered normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided initial results from one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).